Manufacturer narrative:
Although requested, patient demographics were not received. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the anesthesia team is experiencing an unintended tubing disconnection.